Event description:
The product was used during a laparoscopic colectomy procedure. Reportedly, the clips did not advance properly. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.

Manufacturer narrative:
8/14/1998-supplement #1 sent to FDA.